Manufacturer narrative:
The external visual inspection revealed the electrode was severed along the lead prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's new device has been activated. The recipient's dizziness has reportedly resolved. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient was reportedly experiencing dizziness due to a partial insertion of the electrode array. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.